Manufacturer narrative:
Date sent to the FDA: 05/15/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 1999. Ten years after the procedure, the patient presented with a late urethral erosion. The erosion required removal of the sling and complex reconstructive surgery (abdominal-perineal-rectus fascial sling and omental wrap).